Manufacturer narrative:
The information received from the affiliate states that the inner pouch label information is inconsistent with outer package label information. When the physician took the product from the inner pouch, he found the shaft was shorter, so the physician re-checked the package info and found the inner pouch info (10-20mm, sds 80 cm) was not consistent with the outer package info (10-60mm, sds 120 cm). The event occurred at the hospital. The product was not re-sterilized. There was no damage noted to the outer packaging. The product was not used in the patient. One non sterile unit of smart control, 10x20 mm was received coiled in a non-cordis sealed pouch. Outer sheath was kinked at 5.5 from ID band. Stent and locking pin were in place. Blood residues were observed at handle. Original box, pouch and inner/outer labels were not received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Since original packages and labels were not received there is not enough information to confirm the reported event at this time. The cause of the kinked outer sheath found during analysis could not be conclusively determined; however it could be related to the coiled condition of the unit received for analysis. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. With the amount of information available and without return of the packaging/labeling for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
The information received from the affiliate states that the inner pouch label information is inconsistent with outer package label information. The patient is male, (B)(6). The target was an iliac artery stenosis. When the physician took the product from the inner pouch, he found the shaft was shorter, so the physician re-checked the package info and found the inner pouch info (10*20mm, sds 80cm) was not consistent with the outer package info (10*60mm, sds 120cm). The event occurred at the hospital. The product was not re-sterilized. There was no damage noted to the outer packaging. The product was not used in the patient.